Event description:
Caller reported a malfunction on pump with malfunction code displayed. Customer's blood glucose level exceeded 500 mg/dl, displaying as "high," but specific values were unknown. After diagnostic support, cts provided pump reset information and assisted caller with resetting pump. Issue did not recur, and customer was instructed to continue using pump and to call back if malfunction code appeared again. No further adverse impact was reported on customer's blood glucose level.